Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient heard an alert and went to the emergency room. The right ventricular lead had triggered a lead integrity alert and had short interval counts, frequent oversensing episodes, and increased pacing impedance. Reprogrammed was performed until the lead could be revised two days later. The lead was capped and replaced. During the revision procedure, a new device was attempted but the new rv lead could not be secured in the header. After hearing the expected click, a gentle tug on the lead pulled it out of the header. A different lead was implanted, but the same result occurred when it was being secured. A different device was used to complete the procedure.